Event description:
Distributor contacted dexcom technical support on (B)(4) /2015 to report on behalf of the patient a possible missing sensor wire on (B)(4) 2014. The foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).